Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. There was no reported adverse impact to the customer's blood glucose.